Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on 10/11/2013 states during implant, not long after started in range sporadically in measurement, but approximately 90% of time is >200 impedance. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).